Manufacturer narrative:
. H11: the device was received for evaluation. During functional testing, the reported problem of 'down stream occlusion' was reproduced during evaluation when sent for downstream occlusion test. A review of the event history log (ehl) revealed multiple 'downstream occlusion!' Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.